Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a guide catheter encountered difficulty during advancement with the stent delivery system (sds). Factors that may contribute to difficulty advancing a catheter over the sds include, but are not limited to, inner diameter of the catheter, outer diameter of the sds, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or sds. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. Additionally, it was reported that the stent was observed to be dislodged when removed from the catheter. It is possible that interaction between the devices contributed to the dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. A 2.5x15mm xience skypoint was advanced into the anatomy; however resistance was noted with the guiding catheter. The guiding catheter and xience stent were removed, and it was noted the stent became dislodged. Images with fluoroscopy were taken; however, the stent was not visible on any of the images, and was confirmed to not be in the anatomy. A new non-abbott stent was used to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.